Event description:
It was reported that this inflatable penile prosthesis (ipp) had become not as rigid a few months ago. The ipp had fluid loss and a hole in the cylinder that the physician suspected was most likely caused on closing of corporotomy with suture. The device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).